Event description:
During service by baxter, the pump was found to have a failure code 199. According to the hosp rep no pt injury and no medical intervention has been reported. No additional info or contact was available.